Manufacturer narrative:
H6 medical device problem code 3026 was removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported knob resistance could not be determined. The reported clip jumping appears to be related procedural conditions . The reported improper or incorrect procedure or method was due to user did not unlocked the clip before opening the clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+ and an enlarged atrium. It was noted that unlocking the clip was not performed correctly the first time. The physician did not expose the blue line before opening the clip. The actuator knob had been turned two full times. After the first full turn of the actuator knob, the physician felt a resistance and the clip jumped open to 120 degrees. Therefore, the physician decide to remove and replace the clip. Two clips were then implanted, reducing tr to a grade of 1+.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructions.